Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration for intercostal neuralgia and spinal pain. It was reported that the patient was having an MRI of the t-spine and l-spine to check for catheter tip location. It was noted that the procedure was due to a problem with the device or therapy. It was further noted that the patient was hospitalized. No symptoms were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.